Event description:
It was reported, that a patient was implanted with a pacemaker. And this right atrial (ra) and right ventricular (rv) lead. Overnight the patient reportedly, moved too much and their wound stitches came apart. A surgical procedure was performed to revise the wound. When it was noted, that one of the leads was not working well. So the lead was replaced. Additionally, the other lead was repositioned, because it had moved. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).